Event description:
It was reported that; the threaded end of the aviator fixation pin broke off in the patients cervical vertebral body of c6 on the patients right side. The piece of the fixation pin that broke of was not able to be removed from the vertebral body.

Manufacturer narrative:
Method: risk assessment; labeling review; additional document review. Results: manufacturing history could not be reviewed because no lot number was reported as the device was kept by the hospital. The part was not used previously and the patient was reported to have hard bone quality so the probable root cause is hard bone quality of the patient. Conclusion: the part was not used previously and the patient was reported to have hard bone quality so the probable root cause is hard bone quality of the patient.

Event description:
It was reported that; the threaded end of the aviator fixation pin broke off in the patients cervical vertebral body of c6 on the patients right side. The piece of the fixation pin that broke of was not able to be removed from the vertebral body.